Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by our edwards lifesciences japanese affiliate, approximately six (6) years post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 valve, the patient underwent a surgical aortic valve replacement (savr) procedure due to valve calcification that had developed approximately 4 years post tavr procedure. The patient had been presenting symptoms of exertional dyspnea.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery or medical records were provided for evaluation. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve calcification was unable to be confirmed. A review of the IFU/training materials revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over time in the patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo a process to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioriation (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported events for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found. As reported, "first valve (20 mm sapien 3 valve) was deployed via transfemoral approach. Echo immediately after first tavr procedure revealed mpg 17.9 mmhg and ava 0.69cm2. Approximately 4 years after tavr, mpg was more than 20 mmhg due to svd", and "svd was calcification and it occurred approximately 4 years after tavr". As noted, the patient had renal function decreased (chronic kidney disease) and was put on dialysis. The chronic kidney disease is a known factor that may increase the risk of valve calcification leading to valve degeneration. In this case, available information suggests that patient factors (chronic kidney disease) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.